Event description:
It was reported that when the cardiologist attempted to insert the balloon, the balloon met with resistance and became stuck in the sheath. As a result, the balloon was removed and exchanged with a new one. It was confirmed by the sales rep that the pt has been in intensive care, but there was no clinical consequences and the pt is fine.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.